Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced hypotension, perforation, cardiac tamponade, and brain injury. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation a farawave 2.0 nav cath 31mm - ous was selected for use. The procedure was going well. Physician performed transeptal puncture without notifying any difficulty. Ablated left pulmonary veins. Blood pressure decreased, physicians checked with echocardiogram any pericardial effusion but everything was ok. Physician then ablated right superior pulmonary vein (rspv) in basket and flower shapes. No blood pressure was recorded then so it was checked again on echocardiogram. A massive cardiac tamponade was seen. Physicians tried to drain blood but there was too much so it was not efficient. The cardiac surgeon did a sternotomy in emergency. It was seen a big perforation on rspv and superior vena cava. The tissue was sewed. Patient lost a lot of blood and possible neurological complications may result. Ablation had been taking long for around 10-15 minutes when the complication was observed. No resistance was felt when maneuvering the catheter. Around 10 applications had been done. Perforation location as rspv and superior vena cava. No image available. Patient was admitted at hospital. A non-bsc guidewire was used. For transseptal puncture non-bsc devices were used. Physician believes the perforation may be caused by the farawave catheter. The issue is ongoing. The patient had a massive tamponade. The device is not expected to return as it was disposed.